Event description:
On february 2, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments on the display. On january 31, 2007, the patient claims that the missing segment issue started. She typically tests her blood glucose 4 times a day. On february 2, 2007, at an unspecified time in the morning, the patient got a reading on the meter that she interpreted as being "high." After testing with the reported meter, the patient took 27 units of "humulin" insulin. However, the patient indicated that she did not know if she was giving her insulin correctly. About an hour later, the patient started feeling shaky, weak, and had difficulty breathing. She immediately treated herself with orange juice and then tried to test herself again with the reported meter. Again, she was unable to determine what her meter reading was and decided to call lifescan for assistance. It would have been helpful to know the details of the patient's medication regimen and if the patient takes insulin based on her meter readings. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient alleges she was unable to tell what her meter readings were because of the missing segment issue and also alleges she interpreted one reading as being high, took insulin, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.